Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e315 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted that the error code was occurring with multiple different scopes. Tac recommended returning the subject device for repair. However, the customer declined referencing procedural requirements on his end. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus video system center was displaying an e315 scope communication error during preparation for a diagnostic procedure. There was no patient harm reported as a result of this event. The customer went on to note that this event has occurred on more than one occasion. Please see report with patient identifier (B)(6) for related information.